Event description:
It was reported that outside of surgery the device was not working. There was no patient involvement. No harm or delay reported. Diligence is complete. There is no additional information available. At evaluation investigation the motor rpms were erratic. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were erratic and the control bar was not in the correct position. The motor, switch, eccentric shaft, bearings, plug harness assembly and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.